Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing of ventricular fibrillation (vf) during defibrillation threshold (dft) testing one day post implant. The patient was externally rescued. Additionally, no pacing was observed with the undersensing. Surgical intervention was undertaken. The lead was successfully repositioned and appropriate sensing was observed. No additional adverse patient effects were reported.